Event description:
It was reported that, "thumb tightener for drill snapped off, therefore, the drill would not stay in the handle."

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.